Event description:
This follow-up MDR is created to document the additional event information received for record#: (B)(4). According to the available information the inflatable penile prosthesis was removed / replaced on (B)(6) 2020 due to pain. Additional information received from the territory manager indicated: ¿suture hurting patient (stabbing pain). Prosthesis replaced. Explanted prosthesis discarded. The device was not received for evaluation as it was discarded. As examination of the device may not conclusively confirm or disprove the report of pain quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot# was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. H3 other text: the device was not received for evaluation.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, suture hurting patient (stabbing pain). Prosthesis replaced. Explanted prosthesis discarded.